Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedance incursions for some time. There have been various alerts for these measurements. Monitoring and reprogramming options were suggested for this patient. Isometrics and pocket manipulation were also recommended. The rv lead remains in service. No adverse patient effects were reported.